Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old female that was implanted with a impella 5.5 for support during a high-risk cardiac procedure. It was reported that the patient experienced a significant drop in hemoglobin, which was determined to be related to a gastrointestinal bleed, as evidenced by blood in the stool. All anticoagulants were discontinued, and an endoscopy was planned to be performed later that day. At the time of reporting, the patient was reported to be stable. No additional information was provided.

Manufacturer narrative:
Updated information: b5 narrative updated h6 component code updated from g04105 to g07003 h6 investigation type removed b13 the investigation for the major bleed has been completed. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 62-year-old patient with known coronary artery disease presented with an acute myocardial infarction and cardiogenic shock, with a lactate level of 4.3 mmol/l and a ph of 7.32, requiring inotropes/vasopressors and respiratory support. The patient received an impella 5.5 via the right axillary/subclavian artery. Seven days after insertion, there was a significant drop in hemoglobin, and a gastrointestinal bleed was diagnosed. A complaint was filed related to this bleeding event. Anticoagulation was discontinued, and an endoscopy was planned; however, insufficient information was available regarding further patient progression. The patient ultimately expired while on impella 5.5 support.

Manufacturer narrative:
Date of explantation, d6b, has been added.